Event description:
It was reported that the patient allegedly rolled over in bed and felt pain. It was reported that the patient x-rays showed dissociation of the femoral head from the stem. It was reported that the patient underwent a revision surgery.

Manufacturer narrative:
Additional information: returned to manufacturer on; device evaluated by mfg. An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Impingement and material transfer were observed on the insert, consistent with hip stem contact. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the head is consistent with astm f1537, the stem is consistent with astm f1813 and the debris was consistent with a corrosion product and material transfer. No material defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records and x-rays provided by a clinical consultant concluded: cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision. If further information and/or the device becomes available this investigation will be re-opened. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient allegedly rolled over in bed and felt pain. It was reported that the patient x-rays showed dissociation of the femoral head from the stem. It was reported that the patient underwent a revision surgery.